Event description:
It was reported to vyaire medical that smoke appeared from the grille of the bellavista 1000 during operation, the screen went out and the vent stopped ventilating. Alarms were audible, one red led - left. Furthermore, hospital staff disconnected the patient and batteries were removed because the device could not be turned off but no harm. At this time, the ventilator cannot be started, only the green led next to the power socket is lighting.

Manufacturer narrative:
At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. The root cause was determined due to power board problem. Over voltages lead to a degradation of the fet t39 on power board protection circuit which ended up in a constant tripping of the fuse f4. The fuse f4 is not in-tended to be operated permanently at this state. The constant trip state slowly degraded the fuse f4 and eventually lead to burn out of the fuse.